Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported bilateral deflations. Device remains implanted. This record is for the right side.

Event description:
Healthcare professional additionally reported "any creases" and "marked folding."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: white particles in the shell, a curved opening on anterior, flat creases, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified: a striated opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool and creases are observed but have no relationship with manufacturing. Additional, changed, and/or corrected data: b.5, b.6; d.9; g.2; h.3; h.6.

Event description:
Right side deflation. Device has been explanted.